Event description:
Reporter stated that in 2004, the pt had not eaten dinner yet and they started to feel like they had low blood glucose. The patient then tried to stop the device, but they may have accidentally given themselves a bolus instead. Pt's blood glucose was 31 mg/dl. Pt self-treated low blood glucose by drinking a soda. Paramedics were also called, but they did not test or treat them because they were back to their normal self. Reporter also mentioned that in the past the pt has had several "reactions" during the night in which they would not wake up (specifics about these "reactions" were not provided).